Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a rapid increase in r-wave sensing was observed. It is suspected the cause of the increased sensing was possibility due to battery depletion. When the device was electively replaced for elective replacement indicator, the lead was explanted and replaced. There were no difficulties with the surgical procedure.